Event description:
Unit failed to complete discharge protocol when pt went into ventricular tachy-cardia during stress test. Subsequent testing indicates that the unit fails to detect ventricular fibrillation if irregular rhythm falls within r-r interval settings a sufficient number of times to reset event counter. Abnormal morphology of ECG wave-form is not recognized.